Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that time values or changes incorrect for moving too fast or slow on the insulin pump; the device alarmed due to this issue. Customer's blood glucose level was 8.8 mmol/l. Troubleshooting for the alarm was performed. Customer received the alarm for a second time and received a replace battery message. Customer replaced the battery on the insulin pump and the device did not restart. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump powered up properly after insertion of the battery. No pump error 37, 38, 130 noted during testing. The motor was tested outside of the device and passed. Pump tested ok. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.